Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer went to the emergency room with a blood glucose level of 518 mg/dl. The customer was treated intravaeously with fluids of insulin and saline. The customer was released 02/09 with no permanent damage. The customer reverted to an alternate method of insulin therapy.